Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a thermal damage. The field service engineer discovered a short circuit in the medstation es docking board, causing dark singe marks and thermal damage. After replacing the board and usb cable, the station shut down and displayed similar signs. The fse in the next visit replaced the board and all-in-one unit and monitored the system for 10 minutes. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a black screen. The customer stated that the station had black screen and is down showing offline, power running into station but screen will not turn on. There were no adverse events or injuries reported based on this event.